Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:g3,g6,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and error 228 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error 228 occurred. The most probable cause of the complaint is cause not established (the fiber bonding in the outer tube area (distal end) was damaged and error 228 occurred) and no problem detected (error code e226 and the optic was foggy). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the optics of the subject device were foggy and after turning on the processor, the device displayed scope communication error. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.